Event description:
Information was received that reported a pt had been hospitalized for several days beginning in 2005 due to diabetic ketoacidosis. While hospitalized his blood glucose levels were very labile. While hospitalized the pt received nacl IV and insulin injections, and was not released until his blood glucose stabilized and was in the normal range. The reporter stated that when his blood glucose became unstable he tried many troubleshooting measures including changing cartridges, infusion sets and insulin which were not successful in stabilizing his blood glucose. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, as of the time of this report the device had not been returned.